Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was stuck in the body and had blood at site. Customer¿s blood glucose was unknown at the time of incident. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken parts were observed during analysis. Customer returned only one needle.